Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a frozen display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, verify frozen screens or button keypad anomaly due to critical pump error. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with faded serial number label.